Manufacturer narrative:
With the limited information available at this time, an assessment can not be made in regards to the allegations made by the patient's attorney. At this time, medical records have not been provided, should additional information be obtained, a supplemental MDR will be submitted. While there is no information regarding the cause of the alleged infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery to repair an umbilical hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the perfix plug, which had become infected. As reported a resection of the small bowel was performed. The patient attorney alleges that the patient subsequently endured additional surgeries to treat mesh-related complications. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
With the limited information available at this time, an assessment can not be made in regards to the allegations made by the patient's attorney. At this time, medical records have not been provided, should additional information be obtained, a supplemental MDR will be submitted. While there is no information regarding the cause of the alleged infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. H11: this supplemental MDR is submitted to document additional information provided and to correct the expiry date, explant date. Based on the information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 8 years post implant of perfix plug, patient was diagnosed with infection thereby underwent resection of the small portion of eroded old mesh. Post partial explant, patient was diagnosed with bowel perforation, obstruction, adhesions, abscess thereby underwent repair with explant of mesh. Per op notes, ¿the mesh had eroded into the small bowel in 2 separate bowel segments¿, ¿old perfix plug onlay mesh that was multiply folded on itself¿. The instructions-for-use (IFU) supplied with the device lists adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent surgery to repair an umbilical hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the perfix plug, which had become infected. As reported a resection of the small bowel was performed. The patient attorney alleges that the patient subsequently endured additional surgeries to treat mesh-related complications. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated umbilical hernia and underwent open repair surgery with perfix plug. Per the operative notes, "found an umbilical hernia which was somewhat incarcerated and removed. Then placed a medium plug (perfix plug) in position, sutured.¿ (B)(6) 2015 - patient underwent excision of small portion of the old infected mesh. Per the operative notes, "the mesh was attached to portions of the bowel and were freed up. The mesh had eroded into the small bowel in 2 separate bowel segments. We excised both and resect the mesh on the bowel. We then placed a biological mesh and sutured." (B)(6) 2015 - patient was diagnosed with bowel obstruction and underwent repair with a biological mesh. Per the operative notes, "there were a lot of adhesions. It looked like the bowel had partially perforated. There was also a twist to it as well. We did remove the old biological mesh that was in place at the old umbilical hernia site. We sutured the biological mesh in position." (B)(6) 2015 - patient was diagnosed with dehiscence, abscess and bowel perforation thereby underwent repair with component separation. Per the operative notes, "the bowel was torn in the midline, possibly from the dehiscence, there was also a perforation of the bowel. There was an area of bowel that was twisted, had a mesenteric abscess in it and maybe in the point of obstruction. We dissected them out. Placed a biological mesh posterior to the fascia and sutured." (B)(6) 2020 - patient was admitted to the hospital for abdominal pain, diagnosed with small bowel obstruction due to intraperitoneal adherent abdominal mesh thereby underwent open repair with explant of abdominal mesh, lysis of small bowel adhesions and reconstruction of umbilicus. Per the operative notes, "found the upper superior edge of the mesh, transected the mesh in 2, then took off the abdominal wall mesh. It was old perfix plug onlay mesh that was multiply folded on itself. We then reconstructed the umbilicus and affixed." Attorney alleges that the patient had abscess, adhesions, bowel/intestinal obstruction, bowel/intestinal perforation, bowel/intestinal removal, mesh migration, mesh shrinkage, pain, hernia recurrence, emotional injuries and infections.